Manufacturer narrative:
The manufacturer had previously reported the allegation of a ventilators lcd screen not functioning. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's lcd screen did not work. The device was not in patient use. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.